Event description:
Balloon rupture. The balloon burst during procedure making it impossible for the surgeons to administer antegrade cardioplegia.

Manufacturer narrative:
No device was returned from facility. This issue has been addressed through a CAPA, (B)(4). Also, on (B)(4) 2009 a product recall was initiated on this product for all units worldwide.